Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Concomitant medical products: 5076-52, lead, (B)(6) 2013. (B)(4).

Event description:
It was reported that the atrial lead was explanted due to chronic twiddler¿s syndrome. No patient complications have been reported as a result of this event.